Manufacturer narrative:
Date of event: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was cracked. No patient contact was reported. No further information was provided. The same issue was reported for 4 cartridges with the same lot number cc00614. Therefore 4 mdrs will be submitted. This report represents the third of the 4 reports.

Manufacturer narrative:
Additional info: the account reported that the cartridge was discarded. Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.